Event description:
A hydrothermablator IV pole was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, during the ablation phase of the procedure, saline overflowed over the top of the reservoir while the saline was between 88 to 91 degrees celsius. The procedure was completed successfully with another of the same device. There were no patient complications reported with this event and the condition of the patient is reported to be fine. This MFR report pertains to the first of two devices used for the same procedure. Refer to associated MFR. Report 3005099803-2010-02632 for a description of the second device.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablator IV pole was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, during the ablation phase of the procedure, saline overflowed over the top of the reservoir while the saline was between 88 to 91 degrees celsius. The procedure was completed successfully with another of the same device. There were no patient complications reported with this event and the condition of the patient is reported to be fine. This MFR report pertains to the first of two devices used for the same procedure. Refer to associated MFR. Report 3005099803-2010-02632 for a description of the second device.

Manufacturer narrative:
The IV pole was returned and evaluated. The complaint was confirmed. Three of the five v pins on the IV pole were flattened causing intermittent contact. The IV pole was discarded due to a loose thumbscrew and rust found on the IV pole. The root cause classification for the damage to the IV pole is wear and tear, based on the returned condition of the device.